Event description:
The customer reported via phone call that the insulin pump sustained a crack, which caused the reservoir not to lock properly into the reservoir chamber. The customer's blood glucose was 169 mg/dl. The customer stated that the rim around the top of the reservoir chamber was gone. She did not know how the damage occurred to the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.